Event description:
The customer reported that the unit shut down and alarmed while in use on a pt. When the ventilator was powered back on, the ventilator alarmed vent inop. The customer reported there was no pt harm. The MFR's svc tech was able to duplicate the vent inop occurrence on power of the ventilator. The svc tech confirmed a diagnostic code in the ventilator log history that indicated a 24/12 volt failure. The svc tech replaced the power supply to correct the reported problem. Extended self testing (est) and applicable final testing was completed and all tests passed per operating specs.

Manufacturer narrative:
Na